Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a week or so post operative the patient had developed a "palpable, large, flat, stiff mass, roughly the size of a hockey puck" with what seemed like fluid surrounding it over the 6f-12f mynx control venous vascular closure device (vcd) closure site. An ultrasound was conducted. Hemostasis was achieved and there was no discharge. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, a week or so post operative, the patient had developed a "palpable, large, flat, stiff mass, roughly the size of a hockey puck" with what seemed like fluid surrounding it over the 6f-12f mynx control venous vascular closure device (vcd) closure site. An ultrasound was conducted. Hemostasis was achieved and there was no discharge. Additional information was requested but not provided. The device will not be returned for evaluation. Two ultrasound digital images were provided for review. Per the independent physician review of the images, the first shows the common femoral artery. There is eccentric plaque within the vessel lumen with mild stenosis. This likely represents the mynx device and thrombus at the closure site. It is not clear if the thrombus is within the vessel lumen or outside. There appears to be normal color flow with minimal ultrasound aliasing at the closure site. There appears to be complex fluid anterior to the vessel which likely represents a hematoma. There is no evidence of pseudoaneurysm or av fistula formation. Per the physician¿s conclusion, this event involves a patient who had mynx vessel closure at the end of an angiogram procedure. The patient presented one week later and was found to have a hematoma on ultrasound. Hematoma after using an arterial closure device (including the mynx and others) is a well know potential complication of vessel closure. This probably occurs more frequently than is recognized as most events of this type are minor. In this case, the hematoma may be larger than usual. This could have happened during the closure procedure but we have only limited clinical information. This is unlikely to be of any long-term consequence to the patient and will resolve over time. The complex material at the site of vessel puncture/closure is an expected finding. The mynx device absorbs blood, the material expands, and a seal is achieved. This finding, too, will resolve over time. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in mynx control venous instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, adequate sheath/device removal technique, proper placement of the vascular closure device (vcd) sealant, and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Based on the ultrasound digital images received, the event of ¿haematoma¿ was confirmed. However, without return of the device or procedural images on the deployment of the device, possible device contributing factors could not be determined. Based on the information available for review, it is not possible to draw a clinical conclusion between the device and event. However, patient factors are possible as this occurred a week after the procedure. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but, if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ based on the information available for review, there is no indication that the reported event is related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.